Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-45 lead, implanted: (B)(6) 2001. (B)(4).

Event description:
It was reported that high thresholds on the right ventricular (rv) lead led to early battery depletion of the implantable pulse generator (ipg). The rv lead was capped and replaced while the ipg was explanted and replaced. No patient complications have been reported as a result of this event.